Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the black box showed a replace cartridge alarm with the deliveries resumed. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly reflected 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. The complaint of a history/settings issue was unable to be duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.